Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
It was reported a health care provider (hcp) had a traumatic brain injury patient who transferred nursing homes and they didn't know about his refill date for his intrathecal baclofen pump. The patient's pump had been empty for two months. The patient's daily dose was 982.9 mcg per day. The hcp wanted to know if they refilled the pump on the date of report what it should be programmed at. No patient symptoms were noted in the report. No further information was provided. Additional information has been requested including the type of baclofen the patient was receiving, device information, if any symptoms occurred, if the patient's pump was successfully refill and further event details but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10884r11, implanted:(B)(6) 2002, product type: catheter. (B)(4).

Event description:
Additional information was received from a healthcare professional in regard to a patient receiving lioresal 2,000 mcg/ml via an implantable infusion pump. The patient missed their refill due to changing nursing homes. The patient was being supplement with oral baclofen. The healthcare professional suspected the patient may have experienced some withdrawal; however, they were not aware of the patient experiencing any symptoms since the patient is non-verbal. The patient has been refilled and the patient has resumed therapy.